Manufacturer narrative:
Concomitant medical products: 620bg31, heart band; implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively the right ventricular (rv) lead exhibited high thresholds and a microdislodgement. The rv lead remains in use. No patient complications have been reported as a result of this event.